Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was going into the 400 mg/dl and 500 mg/dl ranges. The patient experienced weakness, fatigue, and low energy. The patient treated via insulin pump therapy. The device had been alerting her with "check infusion set" all weak. However, the customer did not want to perform the high pressure test or check her infusion set until she arrived home. The insulin pump was not returned for analysis.